Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that yesterday when they connected to the ins the stimulation "went a little bananas" and the amplitude went really high. The patient said the stimulation felt extremely painful, and the amplitude was at 1.8 ma when they noticed the pain. The agent asked the patient if they increased the amplitude before they noticed this, but they couldn't remember. The patient said it was possible that the therapy had been turned off, then they felt the pain once the therapy was turned back on. The patient decreased the amplitude until the stimulation felt comfortable, but they weren't sure what their amplitude had been set to historically. The patient called their managing hcp's office to find out what their historical amplitude was, but the hcp's office didn't know so they advised the patient to call their manufacturer. The agent reviewed that the manufacturer did not have the capability of remotely checking historical amplitudes. The patient was advised to maintain the amplitude and focus on symptom control (there were no allegations that the therapy itself was not working).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They were not sure what caused the high amplitude when the unit reconnected and were not sure what caused the disconnection. Customer service rebooted or reconnected or something per patient and said maybe a bluetooth issue they thought. They followed the problem solving steps from the website and then called customer service when that didn't work. The issue was resolved.